Event description:
It was reported that t:slim x2 pump battery would not charge reliably, with charging connection unstable and pump eventually shutting down and becoming unable to power back on. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of working tandem charging equipment, tried different wall adapter that resolved charging issue, and was educated by technical support on battery care practices, with instruction to monitor system and call back if problem returned.